Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the right ventricular (rv) lead integrity alert triggered. It was noted the sic went up to 7986 (within 4 days), along with ventricular tachycardia (vt) non-sustained (ns) and high rate-ns episodes and evidence of oversensing on (B)(6) 2015. The rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate-ns episodes <(><<)>220ms and sic >= 30 in 3 days. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and/or noise, along with a suspected lead fracture. The lead was replaced and remains implanted, however, is no longer in service. No patient complications have been reported as a result of this event.